Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).

Event description:
The diamondback exchangeable series orbital atherectomy device (oad) was repositioned to the anterior tibial artery (at) following successful treatment of the right peroneal artery. Imaging was performed and confirmed placement of the exchange wire in the true lumen of the vessel. The device stopped spinning during treatment of the distal segment of the at. The glideassist function was activated, but it repeatedly stopped spinning. The oad became stuck in the vessel; the oad could not be removed from the vessel despite administration of nitroglycerin. The wire and oad were coiled, and a patch was placed on the sheath. The patient was stable but was sent to surgery for removal of the device. After review of the procedure films, it was determined the oad and viperwire had been placed in a collateral vessel with a similar path of the true at. The removal surgery was performed (B)(6) 2021, and the lower extremity had pulses.